Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm values had been running 70 points higher than her bg values. On (B)(6) 2022, the patient¿s cgm displayed 100 mg/dl; however, the patient performed a bg which was 35 mg/dl. It was reported the patient experienced a seizure and was evaluated in the emergency department (ed). It is unknown when the patient experienced the seizure and how the patient got to the ed. While in the ed, the patient was treated with IV fluids that contained glucose and an electrocardiogram (ECG) was performed. No other medications were administered. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2022. It was reported that the patient experienced a seizure while in the car and passed out. Her mother called the ambulance and the patient was taken to the emergency department (ed). No additional patient or event information is available.